Manufacturer narrative:
(B)(4). The oad was returned for product analysis. Visual examination and functional testing were performed. Visual examination did not identify any abnormalities damage or abnormalities that would have contributed to the reported no flow phenomenon. The device crown was measured and confirmed to meet specification. The guide wire was not returned for analysis; it could not be determined if it was damaged or contributed to the reported events. Based on this information, the results of the analysis are inconclusive. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). The reported wire perforation will be reported in MDR 3004742232-2022-00072.

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of lesions in the right coronary artery (rca). The patient had history of prior coronary artery bypass graft (CABG) (om graft, patent lima to lad). The patient was not a surgical candidate. A temporary pacer was inserted via the 7fr sheath. Atherectomy was performed on the proximal rca, and a stent was successfully placed. Thereafter, angiography was used to visualize calcified lesions in the mid left main (lm) artery, 95-99% stenosed ostial circumflex (cx) artery, and 90% stenosed mid cx. The viperwire was advanced beyond the lesions. A 6fr guideliner was inserted over the wire, and the oad was reinserted. Cardene was administered prior to treatment. Four low-speed treatment passes were performed on the lm and proximal circumflex. The oad was then advanced with glideassist to the mid cx. Three low-speed treatments were performed. Angiography then showed no reflow to the distal cx, and the oad was removed. Vessel spasm occurred, which prevented advancement of a buddy wire to the mid cx. A stent was deployed and inflated in the mid cx. Some distal flow was then observed. Another stent was placed from the mid cx to the lm. Additional cardene was administered. Angiography then showed timi 3 flow in all vessels. Five minutes later, final angiography showed a pinhole perforation to the mid lm (see MDR 3004742232-2022-00072). Following treatment for the wire perforation, the patient was stable upon leaving the catheterization lab.